Event description:
On (B)(6) 2013, it was reported that this vns patient underwent generator explant due to pain and the patient no longer wanting the device. The lead was not removed. The generator was returned on (B)(6) 2013 and is pending analysis. Attempts for additional information have been unsuccessful.

Event description:
Although the reported allegation of chest pain at the generator site and pain with stimulation cannot be evaluated in the product analysis laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. However, the cored septum may have been a contributing factor. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the septum anomaly, there were no performance or any other type of adverse conditions found with the pulse generator. Attempts were made for additional information; however, they were unsuccessful. No additional information has been received.